Manufacturer narrative:
The information related to hospitalization details updated and provided with this report. (B)(4).

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level was 495 mg/dl. Customer was experiencing high blood glucose symptoms and tested his blood glucose that was higher than 400 mg/dl. Customer was feeling dehydrated and was nauseated or vomiting. Customer currently in the hospital due to high blood glucose and that this was the second time the customer had been admitted. The first incident was because the customer's reservoir ran out overnight, so customer did not get insulin throughout the night. Customer was treated with intravenous insulin drip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose. Blood glucose at the time of event was 495 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was feeling dehydrated and was nauseated or vomiting the insulin pump will be returned for analysis.